Manufacturer narrative:
Lots identified: 8000251864. 8000251865.

Event description:
It was reported the ips implants have become fractured resulting in a mobile maxilla following approximately 4 months of implantation. They were removed and replaced.